Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient is stable.